Event description:
It was reported that patient states both new pumps are turning on but continue to beep. Every time the patient attaches cassette to the new pump they alert with no disposable. Patient says he then used that same cassette and attached it to his old pump, and it worked just fine. Because of this, registered pharmacist is not sure if the issue is with the cassettes. The cassette lots not known. The reported product fault did not occur while in use with the patient. The product did not cause or contribute to patient injury. Patient was able to successfully continue their infusion. No further information available. No patient was involved.